Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
After sensor implant, when the sensor was attempted to be calibrated. The patient experienced shortness of breath and became unresponsive. The patient was then intubated and transferred to the intensive care unit. The sensor was successfully calibrated after the patient was stable and the patient was then discharged.